Manufacturer narrative:
The device is not available for analysis this report is filed july 9, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. Per the surgeon, the sleeper site was accessed on (B)(6) 2012 and implant was replaced. It is unknown if reimplantation is planned as of the date of this report, (B)(6) 2012.